Manufacturer narrative:
The field service engineer (fse) cleaned the pipes and valves in the reference solution path. He also replaced the reference electrode. He then cleaned and activated the ion-selective electrode (ise). He performed ise verification tests, calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received discrepant ise indirect na for gen.2 results for 8 patients tested on a cobas 6000 c 501 module. The initial results were not reported outside of the laboratory. The patient samples were rerun on an abl blood gas equipment with an unknown method. The repeat results were deemed correct. (B)(6) had an initial result of 161 mmol/l at 4:19 am with a repeat of 135 mmol/l. (B)(6) had an initial result of 175 mmol/l at 4:36 am with a repeat of 137 mmol/l. (B)(6) had an initial result of 159 mmol/l at 4:51 am with a repeat of 135 mmol/l. (B)(6) had an initial result of 171 mmol/l at 5:41 am with a repeat of 147 mmol/l. (B)(6) had an initial result of 159 mmol/l at 5:54 am with a repeat of 140 mmol/l. (B)(6) had an initial result of 162 mmol/l at 6:07 am with a repeat of 135 mmol/l. (B)(6) had an initial result of 146 mmol/l at 7:07 am with a repeat of 136 mmol/l. (B)(6) had an initial result of 175 mmol/l at 7:07 am with a repeat of 140 mmol/l. The sodium electrode lot number was requested but not provided.